Event description:
Alleged quality issue/incident: drainage leakage found in the several connections of the chest drain tubing. The connection of chest drain to patient is not well-secured and got dislodged if vigorous manipulation involved. Water funnel is found leakage in the connections to water seal chamber of chest drain. Additional information: the patient's condition is stable. The nurse had to dispose of the defective chest drain and changed a new chest drain for the patient's continued use. No similar issue was found in the new one.

Manufacturer narrative:
Qn#: (B)(4). The device reportedly is not available for investigation. The device history record of batch number a-7000-08lf has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to our specifications. Manufacture date: 2021-06-08. Expiration date: 2024-06-07.